Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located below the knee. A 300cm straight tip v-14¿ controlwire® was selected for use and advanced to cross the target lesion. However, the wire tip broke off and remained in the artery. The physician used another device to remove the tip from the patient. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. Unit returned matches with the upn provided by the customer. The device presents: the distal tip partially detached, exposing the corewire tip, approximately 2.cm. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located below the knee. A 300cm straight tip v-14 controlwire was selected for use and advanced to cross the target lesion. However, the wire tip broke off and remained in the artery. The physician used another device to remove the tip from the patient. No patient complications were reported and the patient's status was fine.